Manufacturer narrative:
Unit passed the displacement test, rewind, self test, off no power test, basic occlusion test and prime test. Unit received stuck in motor error alarm loop during bolus/basal delivery and motor position encoder error alarm noted in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, unexpected restart error test and occlusion test due to motor error alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Drive support disk was inspected and no anomaly was noted. Unit received with cracked reservoir lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 474 mg/dl, which was treated with manual injection. Customer also reported a blood glucose level of 457 mg/dl. Blood glucose level at the time of the call was 182 mg/dl. Troubleshooting was not completed; the customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.